Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the ntlc firing knob broke. Patient consequence was not reported.

Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a56n. Device and reload evaluation summary: the analysis found that one ntlc75 device was returned with no apparent damage, and with no cartridge loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The analysis results found that a sr75 reload was received with the right gripping surface broken off. The reload was received unfired and swing tab in the unlocked position. The analysis results found that a second sr75 reload was received with both gripping surfaces broken off. The reload was received unfired and swing tab in the unlocked position. No functional testing was performed due to the condition of the reloads. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Corrected data: additional information originally requested. The following information was requested, but unavailable: when the ntlc75 device firing knob was broken, did it break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will it be returning with the device for analysis? If not, was it disposed of? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.